Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint received with return of device. Failure (event) observed during analysis. Analysis revealed that the outer insulation was abraded from the inside out at 12.5cm from the distal tip electrode.